Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector was cracked. The root cause of the cracked connector is excessive force placed at the connector. There is no indication that the cracked connector caused or contributed to the patient's death. The patient last used the lifevest 10 days prior to passing.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt connector was damaged. There is no indication that the damaged connector caused or contributed to the patient's death. The patient last used the lifevest 10 days prior to passing.